Event description:
It was reported the evis lucera duodenovideoscope had right angulation down. The issue occurred in service / maintenance (not in a clinical setting). The device was returned to olympus. During the device evaluation, a foreign object was observed on the actuator cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign object on the actuator cover. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: excessive physical stress on the angle wire due to in-use operation. The foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.